Event description:
It was reported that within a week of implant, there was no capture and the lead had dislodged from the coronary sinus branch. The lv (left ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58, lead, implanted: (B)(6) 2014; 6725, adaptor, implanted: (B)(6) 2014. (B)(4).